Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The circuit board has the functions of controlling insufflation, the user interface, and communication with peripheral devices. Based on the results of the investigation, the definitive root causes of the faulty circuit board and faulty first regulatory unit could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The evaluation found that the after switching on the power source an alarm was generated and the light on the front panel turned off due to a circuit board failure. In addition, the air flow differed between the set value and the measured value due to a failure of the first regulator unit. Blinking of the front panel was not observed during the evaluation. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that all indicator lights on the front panel lit up occasionally. The problem, as reported to olympus, was identified during preparation for use. The intended procedure was completed using another similar device. There was no patient injury, associated with the event, reported to olympus.